Event description:
It was reported that during a coronary stenting treatment procedure, the stent embolized. The pysician had predilated the lesion in the circumflex artery with a maverick balloon. The express2 3.0 x 24 mm stent would not cross the lesion. As it was being extracted from the circumflex artery, the stent dislodged at the stent, but was unable to do so. The pt went to coronary bypass surgery of the lad and circumflex arterles and retrieval of the express2 stent. The pt is reported to be doing well post-operatively.